Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. According to the source document, there was no sample available for review. The event description from the customer mentions an image of the reported issue but was not provided at the time of closure. Without such evidence, the results are inconclusive and therefore, this complaint could not be confirmed. Since the reported issue could not be confirmed, no further evaluation was conducted and no corrective action will be taken. A review of the complaints database was conducted, and over the previous six months, six other complaints were found related to this part number for this failure mode and issue. There was no lot number provided. IFU warning states to not use hemostats or clamps on catheter hub connection -tape strips placed on catheter tubing - IFU instructs user to never place tape strips on catheter tubing. This will compromise the strength and integrity of the tubing. If the sample or other supportive evidence is received at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
A customer reported a "PICC line was placed ( I don¿t have lot number) and then noted by the nurse on (B)(6) 2024 that the PICC was broken just below the light purple catheter. I have a picture to show. The line was removed." There was no patient harm.